Event description:
Over the years, I have problems with pain, constipation in my abdomen. Now the filshie clips are migrated into my pelvic wall and in my stomach. I have reports, x-rays, CT scan to prove it. I'm scared that it will damage my body.